Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a medication jam in the drawer. The field service engineer cleared the medication jam in the drawer to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis anesthesia es system drawer 2.1 failed prevented user from retrieving medication. The customer added that they were able to remove the medication from another station and there was no delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that there was a medication jam in the drawer. The field service engineer cleared the medication jam in the drawer to resolve. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported when using the bd pyxis anesthesia es system drawer 2.1 failed prevented user from retrieving medication. The customer added that they were able to remove the medication from another station and there was no delay in patient care. However, there were no adverse events or injuries reported based on this event.